Event description:
This system was explanted due to endocarditis on (B)(6) 2014. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted. The lead did not reveal any irregularity that might have contributed to the reported clinical event. In summary, the analysis of the lead did not reveal any peculiarity. There was no sign of a material or manufacturing problem.